Event description:
Clinical study. Same case as #6000089-2005-00848, #6000093-2005-00651, same pt as #6000093-2005-00654, #60000089-2005-00849, #6000093-2005-00655. It was reported that 1 days after a coronary artery drug eluting stenting procedure the pt experienceda myocardialinfarction (mi) and required a reintervention. Target lesion 1(28 mm long) was identified in the prox rca with 80% stenosis and a 2.8mm refernce vessel diameter. Target lesion 1 was treated with direct placement of two overlapping taxus stents (2.75 x 24 mm and 3.0 x 8 mm). Residual stenosis was 0%. Target lesion 2 (10 mm long) was identified in the mid lad with 95% stenosis and 2.8 mm reference vessel diameter. Target lesion 2 was treated with predilation and placement of a 2.75 x 20 mm taxus stent. Residual stenosis was 0%. The pt returned to the cath lab 1 day after the procedure with chest pain and an abnormal ECG. Cardiac catheterization revealed, lmca normal, 100% occlusion and stenosis at the level of the stent, rca 100% occlusion and stenosis at the level of the stent, rca 100% occlusiona nd stenosis at the level of stent. In the opinion of the physician the relationship of the stent thrombosis is "not related" site reported an acute q-wave mi the day after the procedure as evidenced by elevated cardiac enzymes. In the opinion of the physician the relationship of the mi to the taxus stent is "unk" and the relationship to the target vessel is "probable". The day after the procedure, thrombectomy was performed to the lad with suboptimal results. Three vision stent was then placed in tandem in the proximal lad. The pt become hypotentsive requiring dopamine and placement of an intra-aortic balloon pump. The pt also had an episode of complete heart block. A 2.75 x 12 mm taxus stent was placed in the distal segment of the proximal rca stent attempting to cover the thrombus. The procedure was then completed.